Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 305901, lot# 51019194, product type: screening device. Device code (B)(4) no longer applies to the event device code (B)(4) pertains to lead (B)(4) pne test stim lead ((B)(4)) device code (B)(4)pertain to prgmr 3531 istim test stimulator ((B)(4)).

Event description:
Additional information from the manufacturer representative (rep) reported the lead and the external neurostimulator (ens) were not damaged. The rep stated the leads were displaced by another healthcare professional (hcp) who did a dressing change and was unaware of the fragility of the leads. The rep stated the leads were pulled on (B)(6) and the patient was scheduled for a repeat trial in (B)(6).

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a trial patient. It was reported that there was error of screen 59 ( setting not available )on the controller. The healthcare provider (hcp) had changed the bandages and after that it did not work. Patient had to leave for the day but representative would meet with patient again tomorrow to checkthe connections. No patient symptoms reported. A day later, additional information received from the company representative (rep) reported that the issue was not caused by the device. It was indicated that another healthcare provider (hcp) changed the dressing and in doing so, the leads were damaged. Therefore, this was causing a connection issue. The leads were removed today.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.